Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error 4 times within the past 4 to 6 months and also had a blank display. The blood glucose reading was 178 mg/dl. The insulin pump alarmed battery out limit after a battery change. The customer stated that the battery out limit alarm was resolved upon troubleshoot. The device showed a blank display after the battery change. No significant events leading to the motor error alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No battery out limit alarm was noted. The insulin pump passed the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received missing the end cap sticker and had minor scratches on the display window and a cracked case at the reservoir tube window corners.